Event description:
It was reported that this pacemaker, implanted with another manufacturer's leads, had reached elective replacement indicator (eri) and the physician wanted to know whether there was a problem with the right atrial (ra) lead due to a single transient out-of-range ra pace impedance measurement of greater than 3,000 ohms. Review of lead trends showed no other out of range values since, and lead was in a split configuration. Technical services (ts) reviewed troubleshooting options and possible causes, and further lead evaluation was recommended. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.